Event description:
It was reported that device pre-maturely detached. A left atrial appendage (laa) closure procedure was being performed. Trans-septal puncture was performed. A watchman access system was positioned and a 24mm watchman flx closure device and delivery system (wds) were advanced. The wds was positioned with the distal marker bands aligned. After the wds was deployed, it was identified that the closure device had detached from the core wire. The closure device had landed in the intended location and release criteria were met. No additional intervention was required.